Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® k2e 10.8mg plus blood collection tubes contained foreign matter the following information was provided by the initial reporter: "fm in tube x2"

Event description:
It was reported that 2 bd vacutainer® k2e 10.8mg plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "fm in tube x2".

Manufacturer narrative:
H.6 investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for edta clump with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.